Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), leukaemia ("mild leukemia"), genital haemorrhage ("abnormal bleeding"), blindness ("vision loss"), papilloedema ("papillebema") and pain ("physical pain") in a 39-year-old female patient who had essure (batch no. 731586) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone acetate (depo-provera) from 2008 to 2010 for contraception. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), blister ("allergic or hypersensitivity reaction (blisters)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), tooth disorder ("dental problems"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), weight increased ("weight gain"), skin disorder ("skin conditions"), abdominal pain lower ("cramping") and mood swings ("mood swings"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced allergy to metals ("nickel allergy") with dermatitis allergic, rash and acne. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), leukaemia (seriousness criterion medically significant), blindness (seriousness criterion medically significant), papilloedema (seriousness criterion medically significant), pain (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), abdominal distension ("swelling in stomach / intestines"), alopecia ("hair loss"), hormone level abnormal ("hormonal changes"), vaginal infection ("vaginal infection") with vaginal discharge, migraine ("migraines"), headache ("headaches"), nausea ("nausea"), amnesia ("memory loss"), weight decreased ("weight loss"), back pain ("lower back pain"), arthralgia ("hip pain") and pain in extremity ("leg pain"). The patient was treated with surgery (diagnostic laparoscopy and operative removal of essure device/ tubal ligation). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, leukaemia, genital haemorrhage, blindness, papilloedema, pain, vaginal haemorrhage, menorrhagia, blister, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, abdominal distension, alopecia, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, migraine, headache, nausea, amnesia, allergy to metals, weight increased, weight decreased, skin disorder, abdominal pain lower, mood swings, back pain, arthralgia and pain in extremity outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, amnesia, arthralgia, back pain, bladder disorder, blindness, blister, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, leukaemia, menorrhagia, migraine, mood swings, nausea, pain, pain in extremity, papilloedema, pelvic pain, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: blood or heart disorder/condition type: thrombocytopenia, mild leukopenia diagnosed (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-oct-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, other relevant history updated. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain /severe and persistant pelvic pain"), leukaemia ("mild leukemia"), genital haemorrhage ("abnormal bleeding/severe bleeding"), blindness ("vision loss"), papilloedema ("papillebema"), pain ("physical pain") and thrombocytopenia ("blood or heart disorder/condition-type: thrombocytopenia") in a 39-year-old female patient who had essure (batch no. 731586) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included pelvic inflammatory disease and c-section. Previously administered products included for an unreported indication: depo-provera from 1999 to 2000. Concurrent conditions included body mass index normal, pressure ulcer, diarrhea, constipation, vomiting, ovarian cyst, multiple allergies (to keflex, penicillin, and nickel.) And gas pain. Concomitant products included medroxyprogesterone acetate (depo-provera) from 2008 to 2010 for contraception as well as aciclovir sodium (acyclovir), fluticasone propionate; salmeterol xinafoate (advair) and tramadol. In 2010, the patient experienced urinary tract disorder ("urinary problems or changes"), tooth disorder ("dental problems"), cystitis ("bladder infection"), skin disorder ("skin conditions"), abdominal pain lower ("cramping") and mood swings ("mood swings"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), blister ("allergic or hypersensitivity reaction (blisters)"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue"), abdominal distension ("swelling in stomach / intestines/ gastrointestinal digestive"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy") with dermatitis allergic, rash and acne and thrombocytopenia (seriousness criterion medically significant) and was found to have leukaemia (seriousness criterion medically significant) and weight increased ("weight gain"). In (B)(6) 2010, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection") with vaginal discharge. In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), blindness (seriousness criterion medically significant) and papilloedema (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes/hormone imbalance"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced pain (seriousness criterion medically significant), alopecia ("hair loss"), amnesia ("memory loss"), back pain ("lower back pain"), arthralgia ("hip pain") and pain in extremity ("leg pain") and was found to have weight decreased ("weight loss"). The patient was treated with antibiotics, ibuprofen, vitamin d nos (vitamin d) and surgery (diagnostic laparoscopy and operative removal of essure device/ tubal ligation). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, leukaemia, genital haemorrhage, blindness, papilloedema, pain, vaginal haemorrhage, menorrhagia, blister, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, abdominal distension, alopecia, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, migraine, headache, nausea, amnesia, allergy to metals, weight increased, weight decreased, skin disorder, abdominal pain lower, mood swings, back pain, arthralgia, pain in extremity and thrombocytopenia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, amnesia, arthralgia, back pain, bladder disorder, blindness, blister, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, leukaemia, menorrhagia, migraine, mood swings, nausea, pain, pain in extremity, papilloedema, pelvic pain, skin disorder, thrombocytopenia, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: blood or heart disorder/condition type: thrombocytopenia, mild leukopenia diagnosed in (B)(6) 2017. Historical condition: first child was breached, feet first. The second birth had cord wrapped around neck with c-section. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Pathology test - on (B)(6) 2011: diagnosis: submitted as "essure coils and tube", excision: complete cross section of benign' fallopian tube with focal chronic inflammation and benign para tubal cysts. No malignancy identified. Gross- essure coils and tube" is a 4.4 cm long by 0.5-1.0 cm in diameter fimbriated fallopian tube segment which is covered by a pink-purple serosa displaying a 0.5 cm serous filled pedunculated para tubal cyst. Sections reveal a patent fallopian tube limen. Also received is a 26.5cm long by less than 0.1cm in diameter unwound silver metallic wire. Sections of the fallopian tube are submitted in a1. Number of cassettes:1. Pre and post operative diagnosis: chronic pelvic pain, allergy to nickel. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: allergy to metal, pelvic pain female, nausea, acne, rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2019: plaintiff fact sheet and medical record received. Event thrombocytopenia was added. Lab data was added. Event onset date was updated. Concomitant and historical conditions were added. Concomitant and treatment drugs were added. Reporter information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), leukaemia ("mild leukemia"), genital haemorrhage ("abnormal bleeding"), papilloedema ("papilledema") and pain ("physical pain") in a(B)(6) female patient who had essure (batch no. 731586) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". Concomitant products included medroxyprogesterone acetate (depo-provera) from 2008 to 2010 for contraception. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), blister ("allergic or hypersensitivity reaction (blisters)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), tooth disorder ("dental problems"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), weight increased ("weight gain"), skin disorder ("skin conditions"), abdominal pain lower ("cramping") and mood swings ("mood swings"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced allergy to metals ("nickel allergy") with rash generalised, rash and acne. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), leukaemia (seriousness criterion medically significant), papilloedema (seriousness criterion medically significant), pain (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), abdominal distension ("swelling in stomach / intestines"), alopecia ("hair loss"), hormone level abnormal ("hormonal changes"), vaginal infection ("vaginal infection") with vaginal discharge, migraine ("migraines"), headache ("headaches"), nausea ("nausea"), amnesia ("memory loss"), blindness ("vision loss"), weight decreased ("weight loss"), back pain ("lower back pain"), arthralgia ("hip pain") and pain in extremity ("leg pain"). The patient was treated with surgery (diagnostic laparoscopy and operative removal of essure device). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, leukaemia, genital haemorrhage, papilloedema, pain, vaginal haemorrhage, menorrhagia, blister, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, abdominal distension, alopecia, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, migraine, headache, nausea, amnesia, allergy to metals, blindness, weight increased, weight decreased, skin disorder, abdominal pain lower, mood swings, back pain, arthralgia and pain in extremity outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, amnesia, arthralgia, back pain, bladder disorder, blindness, blister, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, leukaemia, menorrhagia, migraine, mood swings, nausea, pain, pain in extremity, papilloedema, pelvic pain, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received, reporter added, lot number received,events added as follows:- pelvic pain, leukaemia,genital haemorrhage, papilloedema, vaginal haemorrhage,menorrhagia, rash generalised, blister, female sexual dysfunction, bladder disorder, tooth disorder, dysmenorrhea,dyspareunia, fatigue, abdominal distension, alopecia, hormonal level abnormal, cystitis, urinary tract infection,vaginal infection, migraine, headache, nausea, amnesia,allergy to metal, rash, acne, vaginal discharge, blindness,weight increased, weight decreased, skin disorder,abdominal pain lower, mood swings, back pain, arthralgia, pain in extremity, device monitoring procedure not performed. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), leukaemia ("mild leukemia"), genital haemorrhage ("abnormal bleeding"), blindness ("vision loss"), papilloedema ("papillebema") and pain ("physical pain") in a 39-year-old female patient who had essure (batch no. 731586) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". Concomitant products included medroxyprogesterone acetate (depo-provera) from 2008 to 2010 for contraception. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), blister ("allergic or hypersensitivity reaction (blisters)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), tooth disorder ("dental problems"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), weight increased ("weight gain"), skin disorder ("skin conditions"), abdominal pain lower ("cramping") and mood swings ("mood swings"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced allergy to metals ("nickel allergy") with dermatitis allergic, rash and acne. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), leukaemia (seriousness criterion medically significant), blindness (seriousness criterion medically significant), papilloedema (seriousness criterion medically significant), pain (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), abdominal distension ("swelling in stomach / intestines"), alopecia ("hair loss"), hormone level abnormal ("hormonal changes"), vaginal infection ("vaginal infection") with vaginal discharge, migraine ("migraines"), headache ("headaches"), nausea ("nausea"), amnesia ("memory loss"), weight decreased ("weight loss"), back pain ("lower back pain"), arthralgia ("hip pain") and pain in extremity ("leg pain"). The patient was treated with surgery (diagnostic laparoscopy and operative removal of essure device). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, leukaemia, genital haemorrhage, blindness, papilloedema, pain, vaginal haemorrhage, menorrhagia, blister, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, abdominal distension, alopecia, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, migraine, headache, nausea, amnesia, allergy to metals, weight increased, weight decreased, skin disorder, abdominal pain lower, mood swings, back pain, arthralgia and pain in extremity outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, amnesia, arthralgia, back pain, bladder disorder, blindness, blister, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, leukaemia, menorrhagia, migraine, mood swings, nausea, pain, pain in extremity, papilloedema, pelvic pain, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. No further causality assessment were provided for the product. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc(product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.